Event description:
It was reported by the hospital biomedical engineer technician that he received the small battery drive from the operating room and was told that it had no power and was not working. The operating room staff tried a second battery without success. It was confirmed that there was no patient or surgery involvement. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. (B)(4). Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Lot number cannot be confirmed as synthes lot number. Device is an instrument and is not implanted/explanted. The reporters complaint that the unit has no power was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot number reported in the previous medwatch was the supplier lot. The synthes lot number is; 5720364. The manufacture date of this device is 03/03/2008. The manufacture date is the release to warehouse date per (B)(4). (B)(4)